Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving pain relief from the scs system. The pt reported the system was functioning, but the stimulation was no longer effective. It was reported the pt had pain and a few bumps in his back along the lead which could be felt. The physician planned to remove the scs system at a future date due to the issues.